Event description:
It was reported that a .025" findrwire perforated the left atrial appendage, resulting in bleeding. Pericardiocentesis was performed while a lariat suture delivery device was advanced over the laa. The bleeding resolved after successful laa ligation. The patient recovered and was discharged normally.

Manufacturer narrative:
Additional information was provided by the (B)(6) representative who attended the case: the orientation of the laa required additional manipulation of the lariat while trying to capture the laa for ligation. The findrwire most likely perforated the laa at some point during this additional manipulation. Pericardiocentesis was performed and the patient remained stable. The procedure continued and successful laa ligation with the lariat was performed, eliminating the bleeding. The patient then recovered normally with no further sequelae. Potential vessel damage is a known complication listed in the IFU. The device was not returned for evaluation and there is no evidence to suggest there was a device malfunction. A review of manufacturing records confirmed the device met specifications prior to shipment.